Manufacturer narrative:
Post market vigilance (pmv) received one endo catch gold (173050g) device opened by the account without packaging. The product will expire on (B)(6) 2019. The visual inspection of the returned product noted: the specimen pouch was not returned. Specimen pouch had separated completely and properly from metal ring as can be observed by remnants on metal ring. Remnants (specimen pouch attachment to metal ring) was pushed up towards to metal ring end. Pmv performed functional testing which included: the plunger and metal ring advanced and retracted properly. Note: this is a supplemental report for the evaluation. Original report was sent by asr on (B)(6) 2016 reference complaint (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: during the procedure the surgeon put the cyst in the endocath bag but it ripped. There was need to increase the incision under one inch to remove the cyst.